Manufacturer narrative:
MDR (B)(4) / initial 3 of 4. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that tubing was placed in the notch prior to pulling back (cocking) the spring and patient experienced high blood glucose which was treated with pump event on (B)(6) 2026.